Event description:
On (B) (6) 2010, pt reported a blood glucose reading of 519 mg/dl on (B) (6) 2010. He stated he delivered a correction bolus of 7 units of insulin which brought his blood glucose down to the 300's mg/dl. Pt reported later when he checked his blood glucose, it had gone up to the 400's mg/dl. Pt's target blood glucose is 120 mg/dl. Pt reported there were no occlusions or any other error messages displayed on the infusion device during this time. He stated his current insulin cartridge had been reused. Recommended he change to a new insulin cartridge and to only use new cartridges. Had pt place the infusion device in stop mode, disconnect the tubing from the infusion site and prime. Pt reported insulin came out of the end of the tubing. Had pt attempt a bolus of 2 units; insulin came out of the end of the tubing. Pt reconnected the tubing to the infusion site and placed the infusion device back in run mode. Advised pt to contact his doctor for advice on the elevated blood glucose incident. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.